Event description:
Caller reported symptoms of hypoglycemia with an aviva system blood glucose value of 60 mg/dl at 6:23am, self-treated by drinking pop. Reported symptoms of hypoglycemia with 368 mg/dl at 6:30am. Reported symptoms of hypoglycemia with hi, which on the system indicates a result in excess of 600 mg/dl, at 6:31am, 141mg/dl at 6:34am. Customer started to feel better about 6:40am. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.